Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection showed no issues. Tactile examination revealed that the female luer was slightly unfastened from the male luer of the concomitant extension set. Functional testing and pressure testing in the as-received slightly unfastened state resulted in leaking. When the connection was completely fastened, the leaking ceased. Dimensional testing was performed; all parts were within specifications. The root cause of the leak was an unfastened connection between the male and the female luers of the extension sets.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a morphine infusion the set leaked at an unspecified location. The dose was increased due to a lack of response to the medication. There was no report of lasting harm.